Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 11 months. Unfortunately, the reason for explant has not been provided. No other details reported. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Further follow-up revealed that the indication for the first operation in (B)(6) 2011 was endocarditis of the native valve. The aortic valve showed vegetations and cusp destruction, including destruction at the level of one commissure. The indication for the redo surgery in 2012 was aortic insufficiency due to paravalvular leakage. Ai grade 3/4. This was linked to the destructed and fragile tissue at the time of the first implant. The explanted magna ease valve looked intact at time of explant, no signs of infection, no sign of svd, no calcification, no pannus. Patient recovered well and remains in good condition at last visit to the hospital. It was also indicated that the reason for explant was due to patient relation conditions and not a device malfunction. Unfortunately, the device was discarded and is not available for evaluation. No other details provided. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Although the root cause of this event cannot be confirmed without the sample device, the healthcare provider indicated that the leak was linked to the destructed and fragile tissue at the time of the first implant. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.